Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. Following atherectomy, a 5x250mm armada 35 balloon catheter was being used for post-dilatation; however, the balloon ruptured at 8 atmospheres during the first inflation. The procedure was successfully completed with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that during atherectomy, the anatomy may have been jagged or sharp resulting in the reported/noted pinhole balloon rupture; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na